Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the skin stuck with pmw35 after firing. The device was removed with forceps, with no damage to the skin. Another instrument was used to complete the case. There was no consequence to the pt.